Event description:
Amiodaron infusions constantly alarming "upstream occlusion" despite there being no kinks or bending in tubing. Re-primed tubing, reset pump but still alarming. Not a new issue, have noticed the same with other bags and other nurses as well but no rl has been entered. Manufacturer response for IV pump, IV pump (per site reporter) ongoing issue.